Manufacturer narrative:
A ge oec service representative investigated the system failure and found that the generator interface board would not load giving an error message during boot-up. The system did boot and later failed during a procedure. The patient information provided by the facility is noted. There was a delay in case due to the system failure, there is no reported adverse effect to the patient or procedure due to the system issues. The ge service representative replaced the gib and associated software and re-calibrated the system to correct the problem. The system was tested and found to be operating as intended and released back to the customer for use.

Event description:
The ge oec 9800 fluoroscopy system that would not boot up at the beginning of the day, and subsequently went down during the procedure.